Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to low blood glucose on (B)(6) 2019 at around 3 pm. The customer¿s blood glucose was 39 mg/dl at the time of the incident. The customer was treated with dextrose through intravenous. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.